Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was brushing her teeth and bent over the right arm rest to pick something up when the arm rest allegedly broke causing the consumer to fall out of the chair.